Event description:
It was reported that this right atrial (ra) lead is exhibiting intermittent low out of range pace impedance measurements less than 200 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).